Manufacturer narrative:
The subject product was returned for evaluation and visually inspected. The albumin glass cartridge was received physically fractured at the proximal push rod entry points. The broken fragment was returned with the sample. There were no signs of damage to the push rod or other components to indicate excessive force and no damage was reported at the beginning of use. A review of the manufacturing records was performed and found that the lot was manufactured to specification. There are multiple ways that the cartridges could have become cracked during manufacturing and post manufacturing of the product; however, it was reported that the tech was advancing the push rod and a noise was heard which prompted inspection of the cartridge. At this time, we are unable to reach a definitive conclusion as to how the vials were damaged. The IFU for the progel product prescribes the proper instructions and precautions for this device to inspect for damage to the product and to prevent damage to the product during use. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
As reported by the davol sales rep: during a vats lung resection, the or tech prepared the progel using proper technique. As the push rod was being advanced, a noise was heard which prompted inspection of the cartridge. It was noted that the cartridge was cracked. Another progel was prepared for the surgeon. The second progel was used without further issue. This resulted in a very short delay to the case and no patient injury was reported.